Event description:
Pt having cardiolyte study done. Positioned pt for scan. Hit f3 for proceed. Machine came down and started to compress pt's chest. Tech was able to move table down. No sensors went off. This was second instance this occurred. Repair person here and corrective action taken.